Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping or scroll bar anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error during bolus delivery, multiple times. The numbers were ramping up on their own. The customer removed the battery but it did not help. The customer's blood glucose was 5.4 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).